Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before preparing the chemo, a white powdery substance was found in 6 separate bd phaseal¿ protectors (p14). The following information was provided by the initial reporter: "p14 contamination before preparation of chemo, the pharmacists opened a packet of p14 and discovered that it has white foreign powdery substance in it. The pharmacist then checks for other p14 and discovered that 6 have white foreign substance in it."

Event description:
It was reported that before preparing the chemo, a white powdery substance was found in 6 separate bd phaseal¿ protectors (p14). The following information was provided by the initial reporter: "p14 contamination. Before preparation of chemo, the pharmacists opened a packet of p14 and discovered that it has white foreign powdery substance in it. The pharmacist then checks for other p14 and discovered that 6 have white foreign substance in it."

Manufacturer narrative:
H.6. Investigation: three photo samples were provided to our quality engineer for evaluation. Upon inspecting the product, white particles can be observed on the surface of the product, primarily on the protector cap. A device history review was performed for lot 1805112, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Sterilization testing was performed and results were found to be within specification. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on our investigation it was determined the particles are likely tyvek paper which is used in the packaging for this product. These particles can accumulate in the rollers from the packaging line as the paper passes through and likely fell into the blister package before they were sealed. A project, ras-156, has been initiated to improve clearance of the packaging lines and manufacturing personnel have notified of this incident to increase awareness of this issue.